Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms during bolus deliveries. The customer's blood glucose level was not impacted. Troubleshooting was performed and insulin was observed exiting the infusion set site. Further troubleshooting was going to be performed delivering a test bolus but the customer's cartridge did not have enough insulin therefore this could not be performed. During a follow-up, the contact reported that the cartridge and infusion set were changed and the customer successfully resumed insulin deliveries. The contact declined any further troubleshooting.